Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1406002) indicated that the device lot met all established performance criteria prior to shipment. It was reported that the physician did not shuttle all the way down. Based on the info provided, the probable root cause for the reported failure to deploy was an incomplete engagement of the advancer tube.

Event description:
The following info was reported inserted the device into the right groin and upon firing (deploying) the device the device did not work. The re was no injury to the pt. No further info is available. Aci sales rep reported that he went to the facility on (B)(6) 2014 and spoke to the physician who stated that he did not shuttle all the way down and that the sealant was stuck in the sheath, the sealant did not deploy because the physician did not go all the way down. The physician converted the pt to manual compression for 15-20 minutes. The sales rep was also informed that the device was discarded.